Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) the dentist reported that, 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Fifteen ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type IV).